Event description:
Customer's family member called lfs in 06/2002 alleging patient's meter was not powering on. The meter had not powered on for over two weeks. Customer visited physician for a routine check up at their physician. He performed a ketone test of patient's urine and it was positive. He advised customer to go to ER for patient's high blood sugar. At the hospital patient was given insulin to bring their blood sugar down. Patient does not know what the reading was in the hospital. Patient was treated and released. Meter had been replaced for customer. No further information has been reported.